Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Un-reporting the code b14 as there was no device information reported. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. Additional observations: creases are observed. Wear abrasion is observed. Black particles in the fill channel were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued d.6b : explant has occurred. No explant date provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.